Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. During the visual inspection of the ten representative samples, no defects were found on the package. All samples were opened and the swage and attachment area of the samples were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakages were observed. All samples were tested by knot tensile strength and the result is above the minimum individual strength requirements.

Event description:
It was reported that a dog underwent a cystotomy bladder stone removal procedure on an unknown date and suture was used. The suture broke post-op.